Manufacturer narrative:
(B)(4). The device was not returned and there was no reported device malfunction. The analysis of this complaint was an assessment of the manufacturing records and information provided to abbott vascular. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of hematoma, cardiac tamponade, pericardial effusion, hypotension, and respiratory failure, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. In this case, although there is no indication that the device contributed to the reported event, a definitive cause for the patient effects reported in this incident cannot be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This event is being reported for pericardial effusion, cardiac tamponade and intrapericardial clot requiring intervention to prevent a permanent impairment. It was reported that on (B)(6) 2014, the patient with functional mitral regurgitation, underwent a mitraclip procedure. During the procedure, after the sheath was withdrawn into the right atrium, the patient's blood pressure dropped and a pericardial effusion was noted. Pericardiocentesis was performed. Cardiac tamponade occurred, with intrapericardial clot, requiring surgical evacuation. Post-operatively, the patient experienced hyoxemic respiratory failure and volume overload. The patient required mechanical ventilation and diuresis. The patient condition resolved on (B)(6) 2014. No additional information was provided.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.concomitant: mitraclip system, steerable guide catheter.other: transseptal needle, dilator, sheath.the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.